Manufacturer narrative:
(B)(4). The customer did not retain the model and lot number which determines the date of manufacture and the 510k. Patient information (ID, age, sex, weight) is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the endotracheal tube pilot line cracked. The patient was re-intubated.